Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted: that the obturator, dissector balloon, valve seal and doors appeared intact. Pmv performed functional testing; due to a hole in the balloon could not be inflated. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an operation for the kidney/adrenal gland, the balloon would not inflate so they stopped using the device. The procedure was completed with another device. Surgical time was extended by less than 30 minutes. No patient adverse events reported. The status of the patient is with no problem.